Event description:
The user facility reports needlestick incident that occurred when hcp tried to remove needle from pt, but failed to remove tape that was holding .the needle in place. Instructional for this product state that tape must be removed prior to activation of the safety device. Per unit report employee was relatively new and investigation determined that the needlestick likely resulted from user error. MDR is filed for administration of prophylactic medication.

Manufacturer narrative:
Na